Manufacturer narrative:
No analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg pocket was revised due to pain at the ipg pocket site. During the procedure the ipg was also replaced with a different model.